Event description:
A malfunction was reported on a pump by the caller. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support, who provided information on how to reset the pump. After resetting, the malfunction did not recur, and the customer was advised to continue using the pump while being instructed to call back if the issue happened again.